Manufacturer narrative:
(B)(4). The analysis results found that one sc60 device was returned in good visual condition and with no cartridge reload present. The device was tested for functionality with a test cartridge reload and achieved its complete 3-stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the staples were malformed. Changed two reload units but it still did not work. The surgeon used hand sewing to complete the procedure. There were no adverse consequences for the patient.